Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their ins for their bladder. Patient was feeling uncomfortable stimulation. Patient reported that somehow, all of a sudden, the stimulation felt powerful. Patient stated it was uncomfortable and hurting them. Patient stated they had attempted to use the patient programmer to turn the ins off. Patient stated they saw an icon on the patient programmer screen and they couldn't find their manual. Patient stated they turned the programmer on/off, but the stimulation didn't turn on/off. Button use and icon meaning was reviewed. Patient stated they could still feel the stimulation and it was uncomfortable. Patient described seeing the warning screen to replace the programmer batteries, but the patient did not have replacement batteries. It was reviewed how to turn the ins off/on after the patient got batteries for their programmer. No further complications were reported or anticipated.